Event description:
Patient had portacath inserted on 8/26/91. Patient returned for replacement of portacath. It was noted on x-ray that part of the tip had broken off. Findings on x-rayrevealed that the distal catheter fragment is in the right heart. Patient referred to cardiologist for follow-updevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other, other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.